Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Sam e case as MDR ID: 2134265-2016-01875. It was reported that stent movement on balloon and stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After a guidezilla guide extension catheter crossed the lesion, a 4.00x24mm synergy drug-eluting stent was advanced through the guidezilla but it failed to cross the lesion. The stent delivery system was removed outside the patient and it was noted that the stent moved on the balloon and the stent struts were lifted. Another synergy drug-eluting stent was advanced to the lesion. However, the stent also moved on the balloon. The procedure was completed with another device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged at the distal end with struts bunched and overlapping. Stent moved proximally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed part of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found a midshaft kink at 3cm from the hypotube to midshaft bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Sam e case as MDR ID: 2134265-2016-01875. It was reported that stent movement on balloon and stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After a guidezilla guide extension catheter crossed the lesion, a 4.00x24mm synergy¿ drug-eluting stent was advanced through the guidezilla but it failed to cross the lesion. The stent delivery system was removed outside the patient and it was noted that the stent moved on the balloon and the stent struts were lifted. Another synergy¿ drug-eluting stent was advanced to the lesion. However, the stent also moved on the balloon. The procedure was completed with another device. No patient complications were reported and the patient's status was good.